Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The physician was treating a 90% stenosed lesion located in the moderately calcified and severely tortuous mid to proximal right coronary artery (rca). Vascular access was obtained through the right radial artery. Another manufacturers' 4.0x23mm stent was implanted in the lesion at 20atms. This 5.0x12mm quantum maverick balloon catheter was then used for post-dilation. Significant resistance was encountered while crossing the implanted stent with the balloon catheter. Once across, the balloon ruptured on the first inflation at 10atms after being inflated for less than 5 seconds. The device was removed from the patient intact. Post dilation was completed at this point, ivus was performed, and it was confirmed that the stent was well apposed against the vessel wall. There were no reported patient complications. The patient status is listed as "good".